Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. An unk size taxus express2 drug eluting stent (des) was implanted in the pt's left anterior descending (lad) artery to treat an unk lesion. The pt was discharged on plavix. Forty eight days later, the pt required hip surgery and was instructed by his physician to discontinue plavix for one week prior to surgery. Seven days later, the pt's hip surgery was performed. One and a half hrs after surgery, it was discovered that the taxus express2 des had occluded. The pt's current condition is reported as "fine." Additional information has been requested but not received.